Event description:
Procedure type: lap hernia repair. According to the reporter: the balloon failed during the procedure. Clarification about failed not provided by caller. No tissue damage. Operating room time not extended.

Manufacturer narrative:
(B)(4).